Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and cable assembly were evaluated and replaced. The voltage on ps1 was adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported a system lockup situation. System functionality was restored by a reboot. There is no report of death or serious injury associated with the complaint.